Event description:
This is report 2 of 20 for file (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient with previous fusion l5-s1 in 2007 was revised (B)(6) 2011, to matrix construct l4-l5 interbody fusion, and l4-s1 post lumbar fusion. Approximately (B)(6) months status post matrix implantation, patient returned to surgeon due to pain. X-rays taken on unknown date showed bilateral failure of locking caps at l4. Revision surgery scheduled for (B)(6) 2012. All matrix hardware removed and patient was revised to nuvasive spherex. This report is #2 of 6 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.